Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: obes surg. 2012; 22: 1315¿1419 (o183). (B)(4).

Event description:
It was reported via journal article "title : laparoscopic roux-en-y gastric bypass for morbid obesity- the lesser sac approach". Author: gemmill e.h., ahmed j. Citation: obes surg. 2012; 22: 1315¿1419. Most gastric bypass surgery reconstructions utilize an anterior colic approach. Evidence is conflicting on whether this is superior to a retrocolic approach through the supracolic compartment. The authors presented the results from a lesser sac/retrocolic approach. The roux-en-y gastric bypass using a retrocolic approach was attempted in 226 cases from december 2009 to february 2012 at the royal derby hospital in england. During the surgical procedure, following jejunojejunal anastomosis, an ethibond 0 suture (ethicon) was used to close the mesenteric defect, the jejunum mostly returned to the infra-colic compartment and ethibond 0 suture was used to repair the transverse mesocolon defect and petersen¿s space. Reported complication included internal hernia (n-1) which required re-operation. It was concluded that the lesser sac approach is both safe and feasible. It also appears beneficial in patients who have had previous surgery or have abdominal wall hernia with omental adhesions to the anterior abdominal wall.